Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reporting discrepant results for rh typing for one patient between tube method and mts gel method. Customer stated that pregnant female patient was tested at their facility back in 2008 using tube method and result of rh positive was reported to clinician, that included the weak d phase. (Customer was not able to provide the exact date of testing nor lot # of anti-d antisera used in 2008). 1-customer further added that patient was again tested at facility in 2013 (pregnant), and at that time the result was reported as rh negative. (No weak d testing was performed due to changes in the customer¿s sop at the facility which was based on the aabb protocol, that hospitals are no longer required to test pregnant females for weak d testing). So, customer reported the patient's rh as negative. (Customer did not provide the exact date of testing nor lot # of anti-d antisera used for testing, nor if patient was administered rhogam in 2013). 2-customer further added, same patient was again pregnant and tested at their facility on (B)(6), and with gel method and vision analyzer, getting positive reaction for anti- d. Testing was performed using mts abd/rev cards lot # 011019037-04. Issue started on: unknown; reported (B)(6) 2019, sample ID: one patient, methodology used: manual tube /vision analyzer, incubation time (for manual test only): ahg phase, pattern observed: discrepant results, other relevant details: first testing of sample was 2008, then 2013 and (B)(6) 2019. Daily qc testing performed and acceptable. Tsc discussed difference in clones used in tube method vs gel method, sample related, possible weak d variant. Tss sent copies of articles on weak d testing by judd to the customer. Tss recommended that the customer send sample for molecular testing for confirmation.